Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, moisture was visible in the display. A display lens leak was found during leak testing. There was moisture damage found on the display screen and pcb. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: d1e, date of manufacture: 6/2010.

Manufacturer narrative:
(B)(6). The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The patient's mother reported that the pump did not power on. She reported that when she reinserted the batteries the pump powered on but was stuck on the animas logo screen. There was no reported patient impact. Troubleshooting revealed no evidence of corrosion in the battery compartment and no structural damage to the battery cap or battery compartment. The pump was reportedly worn at a water park.